Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: promus element mr, ous, 2.25x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The mid crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at 209mm distal to the distal end of the strain relief (measured with calibrated ruler (B)(4). There were multiple hypotube kinks noted. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16mm in length target lesion was located in the severely tortuous, severely calcified, and 2.25mm in diameter left anterior descending artery. A 2.25x16mm promus element drug-eluting stent was advanced but failed to cross the lesion; however, the shaft was broken. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.